Manufacturer narrative:
Investigation is ongoing. No information on return of device.

Event description:
As reported by the field clinical specialist (fcs), they were advised of a patient with a possible failing 23mm sapien 3 ultra valve (s3u)1 year and 6 months post implant in the aortic position. The patient was diagnosed with severe aortic valve stenosis, aortic valve area (ava) of 0.79 cm2, mean gradient of 65 mmhg, and was scheduled to see physician for surgical aortic valve replacement consultation. The s3u valve was explanted approximately 4 months later due to prosthetic aortic valve stenosis with paravalvular leak. Per medical records reviewed, the patient underwent tavr with an s3u valve in aortic position. Approximately 1 year and 5 months post tavr echocardiogram performed revealed an lvef of 65%, severe bioprosthetic aortic valve stenosis, ava of 0.79 cm2, and mean gradient of 65 mmhg. A cardiac catheterization performed was performed 3 months later revealed moderate non-obstructive coronary artery disease. It was decided to proceed with a CABG procedure and redo aortic valve replacement with tissue valve. Per the preliminary operative report, the valve was explanted due to prosthetic aortic valve stenosis with paravalvular leak.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was confirmed based on the medical record. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, 'approximately 1 year and 5 months post tavr echocardiogram performed revealed an lvef of 65%, severe bioprosthetic aortic valve stenosis, ava of 0.79 cm2, and mean gradient of 65 mmhg the valve was explanted approximately 4 months later due to prosthetic aortic valve stenosis with paravalvular leak'. In this case, patient had history hyperlipidemia and diabetes mellitus (dm), which were well-known factors for valve calcification, and it could lead to thickened leaflets resulting in stenosis. In additional, hyperlipidemia is associated with degenerative aortic valve stenosis, and the disease resembles the inflammatory process of atherosclerosis. As such, available information suggests that patient factors (hyperlipidemia, dm) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.